Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal device instruction for use (IFU) states that if re-puncture at the same location of previous angio-seal device is necessary in less than or equal to 90 days, re-entry should be one centimeter proximal to the previous access site.

Event description:
It was reported during an angiogram of a pt's left groin, an object was identified. Approx a month prior, this same pt had an angio-seal implanted. After further investigation and surgical cut down by the vascular surgeon, the angio-seal anchor was found. No embolization had occurred and the surgical cut down was a preventive measure. Additional info was not available.